Event description:
On (B)(6) 2023, a patient underwent endovascular treatment of a type b thoracic aortic dissection using two gore® tag® conformable thoracic stent graft with active control system (ctagac) devices with 1-debranch bypass (left common carotid artery - left subclavian artery). During the treatment, after the 1-debranch bypass, first ctagac was implanted distally. Then second ctagac, tgm343410j, was implanted proximally to cover the approximately 60 % of the left common carotid artery intentionally because the proximal neck was short length, under 20 mm. Blood flow into the left common carotid artery was no issue. The patient tolerated the procedure. On (B)(6) 2023, an occlusion of the left common carotid artery was observed. To treat it, a reintervention was performed. Additionally a bypass (left common carotid artery - right common carotid artery) was created. The patient tolerated the procedure. The physician stated that a sleeve of the ctagac might have affected the occlusion.

Manufacturer narrative:
H6: b20, the device remains implanted and was therefore not available for engineering evaluation. H6: c19, a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. It should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) state "for type b dissections, the gore® tag® conformable thoracic stent graft is designed to treat proximal aortic neck diameters no smaller than 16 mm and no larger than 42 mm and proximal landing zone lengths of = 20 mm proximal to the primary entry tear, where the proximal extent of the intended landing zone is not dissected . Additional proximal landing zone length may be gained by covering the left subclavian artery (with or without discretionary transposition or bypass) when necessary to optimize device fixation and maximize aortic landing zone length . These sizing measurements are critical to the performance of the endovascular repair." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.